Event description:
Unomedical reference number (B)(6). Event occurred in the united states. It was reported that the patient encountered 9 infusion set cannula kinked on (B)(6) 2024 after 3 hours of insertion. Insertion site was abdomen, upper buttocks, upper thigh. Customer regularly rotate site location. Infusion set has been not used more than 72 hours. Customer confirmed the introducer needle was ahead of the cannula prior to insertion. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR 1890580 - MDR 3003442380-2024-08890 - device 3 of 9.